Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective expiration valve assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The leak test in the preop checks does a vibrating sound almost at the end of it. It still passes but the clinical staff are asking questions weather it's an issue or not. We replaced the expiratory valve and the whole patient circuits multiple times, I tried to calibrate the expi. Valve in the service mode and also did multiple tests the I thought would maybe correct the issue but in vain. I also tried the leak test in service mode and it's the same. A little bit later, I noticed in ventilation mode that during the inspiration, it sometimes vibrates too, wich also impacts the waveform on screen, see picture and video attached.